Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient had their rns system (neurostimulator and two leads) explanted. The treating center diagnosed this as a superficial incisional infection with erosion. Treatment included oral linezolid, 600mg until (B)(6) 2025.